Manufacturer narrative:
It was also reported that the device failed during the yearly preventive maintenance (pm).

Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that no error was found in history. During analysis, the customer's reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed delivery accuracy test (> 20 +/-1.2ml). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.